Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer states they are not getting shock delivered audio, but they are getting the shock.